Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) was implanted with advance on (B)(6) 2008. On (B)(6) 2008, the physician reported that this pt had de novo stress urinary incontinence. The physician reported the event is related to the device. Stated to be a moderate severity. No medical intervention taken at this time. The event is continuing.